Manufacturer narrative:
Initial reporter facility: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 90% stenosed, moderately calcified and moderately tortuous lesion in the left superficial femoral artery. The 6.0 x 60mm ranger paclitaxel-coated peripheral transluminal angioplasty balloon catheter ruptured on the first inflation at 6 atmospheres. The rupture was noted to the proximal side. The procedure was successfully completed with a different device without issue or patient injury.